Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 57mm abdominal aortic aneurysm. Vessel morphology was not reported. It was reported that a recent CT identified migration of the stent graft due to disease progression and device movement. A type ia endoleak was present due to the migration. Future treatment will be performed. No additional clinical sequelae were reported and the patient will continue to be monitored by the physician.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received for this case. The patient received an intervention where a 36mm cuff was implanted to treat the type ia endoleak. The endoleak was resolved.